Manufacturer narrative:
One device was returned for repair. Verified force sensor bridge test failure in alarm history. No previous service history was found. Power up produced force sensor bridge test failure alarm as well as background self-test timeout. Accessing sensor diagnostics and testing force sensor showed no response to pressure increase/decrease. Troubleshooting was performed. Replaced the main printed circuit board (pcb) and recalibrated sensors. The device passed functional tests.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a force sensor bridge test. The event occurred during testing. There was no patient involvement, no patient injury was reported.